Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. Performance analysis: the device had blood clots present in the fiber bundle before and after cleaning. The device was processed using renalin for 24 hours to try and remove the clots. Pressure integrity testing showed no internal or external leaks when ran with back pressure. The unit was passed to the blood lab for performance testing, results were as follows: gas transfer results indicated that this oxygenator ran below the historical averages for returned product. Oxygen transfer was 357.84 millimeters per minute (ml/min), historical average is 363.50 ml/min. Carbon dioxide transfer was 252.24 ml/min, historical average is 283 ml/min. Blood side pressure drop was at 131 millimeters of pressure (mm/hg), historical is 117.34 mm/hg, specification is less than 124 mm/hg for a new device. Device history was reviewed and did not show any issues in the manufacturing process that would have contributed to this event. Conclusion: based on analysis, the unit performed historical averages. It is possible that the clotting that could not be cleaned from the oxygenator contributed to this performance in analysis. Therefore, the root cause of this event was concluded to be due to excessive clotting, and is usually considered a patient condition. (B)(6).

Event description:
Medtronic received information that during a case, this affinity oxygenator exhibited low saturation oxygenation (pao2) and high carbon dioxide (pco2). The oxygenator was changed out with no patient effect. The replacement resolved the pa02 and pc02 issue. The product was returned for analysis.